Event description:
It was initially reported by the patient that he had been implanted with vns for over 5 years and recently he was having a lot of seizures and believes that his vns battery is dead. It was informed to the patient to go see his treating physician and he would be able to check and tell if the device is dead or not. Good faith attempts ot obtain additional information has been unsuccessful till date.